Event description:
I want to report that there is a problem with the symfony multifocal replacement lens for cataract surgery patients. After my symphony implants were surgically placed in my eyes, my vision became worse in regards to blurriness and seeing halos, starburst, and shadows at night; sometimes even during the day is lights and reflections of light were bright enough. Because of this, my surgeon had to remove and replace the multifocal lens with a single vision lens. Although the manufacturer of the symfony lens cautions that a low percentage of patients might experience halos, I think the incidence might be higher. Patients need this information in order to make important decisions regarding their health and in choosing the appropriate products for implantation.